Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of left ventricular (lv) lead loss of capture (loc). Upon review, ts confirmed intermittent lv lead loc. Ts provided recommendations to the hcp of an in-person visit for further lead evaluation and reprogramming options. No adverse patient effects were reported. At this time, this lead remains in service.